Event description:
It was reported that a symptomatic patient presented in the clinic. Upon interrogation it was noted that the implantable cardiac defibrillator exhibited myopotential oversensing. The device was reprogrammed. The patient will continue to be followed-up remotely.